Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15828250 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt (B)(4).

Manufacturer narrative:
During used in the patient to treat a left ica, the enterprise vrd (enc452212/ 10219163) would not advance via the proximal section of the select plus (mc) microcatheter (606s255x/15828250) that positioned at the target site. After the event, both devices were removed as a unit, and no damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event. A constant and dedicated saline source was used at all times through the microcatheter. After the event, other than the reported event, the devices were not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc.), or stent (strut uplift or deformed, etc) or microcatheter. Additionally, the vrd was returned already deployed from the facility. There was no adverse event, and the components will be return for analyses. (B)(4) a non-sterile select plus 150/5 cm was received coiled inside of a plastic bag. The microcatheter was inspected and it was found compressed. No damages were noted on the hub. The device was inspected under microscope; compressed section was noted from the proximal end. The ID from the microcatheter was measured and was found within specification. The enterprise device under the (B)(4) was received outside from the microcatheter select plus 150/5; after that the prowler select plus microcatheter was flushed using a lab sample syringe (nipro) and after that; the enterprise lab sample was introduced into the microcatheter and friction was felt when enterprise lab sample was pass through of compressed section found on the device. However the enterprise passed totally the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿catheter (body/shaft) - obstructed¿ was not confirmed during the functional test. The cause of the failure experienced by the costumer appears was due to the compressed section found on the device, the cause of these defects could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this.

Event description:
During used in the patient to treat a left ica, the enterprise vrd (enc452212/ 10219163) would not advanced via the proximal section of the select plus (mc) microcatheter (606s255x/15828250) that positioned at the target site. After the event, both devices were removed as a unit, and no damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event. A constant and dedicated saline source was used at all times through the microcatheter. After the event, other than the reported event, the devices were not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter. Additionally, the vrd was returned already deployed from the facility. There was no adverse event, and the components will be return for analyses.